Event description:
During placement of port, the introducer (dilator) was too soft and tore on two different kits. A new catheter was inserted without difficulty and there was no adverse outcome. Kits disposed of before being reported.